Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster wheel was replaced, and the unit was returned to service.

Event description:
The hospital reported the caster wheel on the unit broke off. The unit did not fall of tip and there was no report of injury.